Manufacturer narrative:
(B)(4).

Event description:
Subsequent information was reporting indicating one non-sustained ventricular tachycardia episode with noise. The patient was scheduled for a follow-up for further testing. The follow-up yielded no additional noise. The patient will continue to be followed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements had been increasing from 60-101 ohms. It was indicated the patient would continue to be monitored. Information was subsequently received that the shock impedance measurements had continued to increase and were not between 110-130 ohms. The last delivered shock indicated an impedance measurement of 48 ohms. It was indicated the patient will continue to be monitored. No adverse patient effects were reported.